Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead had exhibited a decrease in r-wave amplitude since (B)(6) of 2017. The lead also exhibited an increase in capture threshold. An x-ray was performed and the lead was found to be dislodged and near the tricuspid valve. The lead was removed and replaced without issue on (B)(6) 2018. The patient later that day on (B)(6) 2018 for a hematoma. The hematoma was drained and treated and the patient was fine afterwards.